Event description:
It was reported that intermittent audio output occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. D9: device availability ¿ additional. G3: date received by manufacturer - additional. H2: additional information - additional / device evaluation. H3: device evaluated by manufacturer ¿ additional. H6: type of investigation ¿ additional. H6: investigation findings - additional. H6: investigation conclusion - additional.

Event description:
It was reported that intermittent audio output occurred. The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge and boot was performed and passed. Data log analysis was performed and passed. Functional test result was performed and passed. Alarm/alert manual test was performed and passed. Speaker/vibrator resistance measured and passed. Internal visual inspection was performed and passed. The probable cause could not be determined. No injury or medical intervention was reported.